Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor watertightness occurred from the puncture on the cable and from this, it is likely that poor communication occurred temporarily due to flooding, along with a temporarily black image. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the bad image was not duplicated. Additional findings include the following: the housing rubber on the rear cover packing was peeling, the cable failed a leak test due to a puncture, and the label on the rear cover was faded. Three good faith efforts were made to obtain additional information from the customer; however, no response received. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the 4k camera head had a bad image. There were no reports of patient harm.